Event description:
Patient reported left side rupture and seroma. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/feb/2024.

Event description:
Patient reported left side rupture and seroma. The device has been explanted.

Event description:
Patient reported rupture and seroma. The device has been explanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.